Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels raging from 174 mg/dl to 535 mg/dl. Reportedly, customer changed the pump supplies and administered a bolus via the pump to address elevated bg levels. Customer alleged that the carbohydrate ratio needed to be adjusted. Recommendation was made to discuss diabetes management with a health care professional.